Manufacturer narrative:
Date of event: date of event was approximated to march 5, 2019, implant date, as no event date was reported. This event was reported by the patient's legal representation. The device was implanted at: (B)(4) hospital. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unspecified injury.